Event description:
During a pediatric spinal fusion surgery the tip of the device broke off in the patient's bone (pedicle). The surgeon was able to use a burr to remove the tip. There was no medical intervention needed and no significant procedural delays. The procedure was completed successfully.

Event description:
During a pediatric spinal fusion surgery the tip of the device broke off in the patient's bone (pedicle). The surgeon was able to use a burr to remove the tip. There was no medical intervention needed and no significant procedural delays. The procedure was completed successfully.